Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device depleted earlier than expected. The device was also unable to be interrogated. A device replacement procedure was performed were it was explanted and a new device was successfully implanted. This device is included within a subset of devices affected by a physician communication regarding the mid-life display of replacement indicators. No adverse patient effects were reported.